Event description:
It was reported that the fiber packaging had a hole and is perceived as not sterile. There was no further information. There is no indication of patient or procedure outcome.

Event description:
It was reported that before a procedure, with no patient present and a patient had not been administered anesthesia, a hole was observed on the front of the sealed fiber pouch and the fiber was perceived to not be sterile. There were no clinical consequences to a patient due to this event.